Event description:
It was reported that trial spinalcord stimulation with an octad lead was performed. There was good paraesthesia coverage. Tip placement was thoracic vertebra 9. Postoperatively, the patient developed loss of sensory and motor function. CT scan showed no abnormalities. The system was removed to perform a MRI, which showed an epidural hematoma. The patient was reoperated to release pressure (laminectomie 4 levels). Patient outcome was not yet known. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient was revalidating and making good progress. The patient still had some sensory and motorfunction loss. She was "self supporting" and was "not in conflict with the hospital."

Manufacturer narrative:
Lead model 3877-45, lot# 0205067709:, implanted: 2012 (B)(6), explanted 2012 (B)(6).